Event description:
A nurse reported that an ophthalmic microscope presented problem with lapse mirror moving instead of being stationary. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information received that the event occurred before a surgery. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review of the available information, this report of an ophthalmic microscope had problem with lapse mirror moving instead of being stationary, with no patient involvement, does not meet criteria for reporting based on applicable medical device regulations. The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg. Report num. 2028159-2022-00577. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the available information, this report of an ophthalmic microscope had problem with lapse mirror moving instead of being stationary, with no patient involvement, does not meet criteria for reporting based on applicable medical device regulations.